Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold and white particles inner the shell. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a "partial left side deflation." Later, healthcare professional confirmed left side deflation. Device has been explanted and replaced.